Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay system generated higher than expected bhcg results above the normal reference range for one (1) patient. This result was reported out of the lab and questioned by the physician because the result did not match the clinical presentation of the patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in a 10ml tube and centrifuged for 10 minutes at 3200 rpm. Sample type has not been supplied to date. Bhcg qc has been within customer's established ranges. Specific qc data has not been supplied to date. System checks have been performed routinely and have passed within instrument specifications. Specific system check data has not been supplied to date. Customer stated that there were no errors posted to event log in conjunction with this event. A definitive root cause has not been determined to date for this event with the data provide.